Event description:
Legal counsel for patient reported that the patient underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure occurred on (B)(6) 2015 due to pain, discomfort, and clicking/creaking. During the revision. Patient underwent radiograph scans on (B)(6) 2014 that displayed metallic artifacts. Additionally, scans also displayed irregular, thickened, fluid sack which results in stripping of the posterior and middle thirds of the greater trochanter. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was not part of the event and is not manufactured or marketed in the united states. The initial report should be voided.